Event description:
The customer claims that "the intellivue multi measurement server x2 displayed the error message "speaker malfunction inop" and requested a replacement speaker assembly". The device was not used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.